Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient stated that the device switched basal profiles in the night with no input from herself. The basal profile that the device switched to was scheduled to deliver zero units of insulin per hour. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.